Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured and kinked in multiple locations. If the velocity is retracted against resistance, damage such as a kink and subsequent fracture may occur. The reported tortuous anatomy may have contributed to the resistance. Further evaluation revealed additional fractures, kinks, and bends along the catheter shaft. Some of this damage may have occurred during the procedure and during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity), a penumbra system red 68 reperfusion catheter (red68), and benchmark bmx96 access system (bmx96). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced the velocity and red68 into the target location over a guidewire to make the first pass. Next, while removing the velocity out from the red68 to initiate aspiration, the physician noticed that the velocity was stuck and could not be removed. Therefore, the physician removed the red68 and velocity together as a unit and noticed the proximal end and midshaft of the velocity was fractured. The procedure was completed using a new non-penumbra microcatheter and the same red68. There was no report of an adverse effect to the patient.